Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) for cardiac arrest, during CPR, the electrodes began to slide up on the patient's chest and not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation. The electrodes did not reveal an energy concentration spot that would indicate a discharge. Evaluation of the electrodes revealed that both pads illustrated excessive dead skin, residues and skin particles. The apex pad displayed creases/folding. The gel was found rolled up and out of place from the conductive plate. The instructions for use instruct the user to ensure the skin is clean and dry. It also indicates to remove any debris, ointments with skin preparation using water and mild soap if necessary and to wipe off excess moisture/diaphoresis with a dry cloth. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. This claim has been closed as poor patient preparation. Analysis for reports of this type has not identified an increase in trend.